Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. No unexpected alarms noted during testing. No prime anomaly noted. Insulin pump was tested okay. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had an insulin flow blocked alarm during normal use. Blood glucose level at the time of the incident was unknown. The customer's father stated that they have used infusion sets from different lots and the issue still persists. There have been no damage to cannulas, no bent tubing and there were no air bubbles. The insulin pump will be replaced. The insulin pump will be returned for analysis.